Manufacturer narrative:
Manufacturing review: a lot history review cannot be performed as no lot number was provided by the complainant. A manufacturing review can not be performed as the batch/lot number were not provided. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one x-port isp with attached groshong catheter was received and evaluated. Gross visual observation, microscopic visual observation, tactile evaluation and functional testing were performed. Multiple puncture access to the port septum, tubing with clear and distinct depth markings, multiple distinct curves, a section showing surface stress at the 18 cm depth marking and two longitudinal splits with a longitudinal tubing sector missing . Further examination also showed slight necking at the split sites under tensile stress. The sample was patent to infusion and leaking was observed at the split sites. This investigation confirms the alleged port device split issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.

Event description:
It was reported that approximately eight years post port device implant, chest x-ray was performed which demonstrated two splits in the port catheter. It was further reported that the port device was removed. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that approximately eight years post port device implant, chest x-ray demonstrated that the device had allegedly broke and the distal catheter had migrated to the heart. It was further reported that the port device was removed. The patient status is unknown post removal.

Event description:
It was reported that approximately eight years post port device implant, chest x-ray demonstrated that the device had allegedly fractured and had confirmed disappearance of the radiopaque line. It was further reported that the port device was removed. There was no reported patient injury.

Manufacturer narrative:
A supplemental report was sent to FDA due to changes in reportability, FDA code, event description, patient code, and any applicable fields. The investigation is still currently underway.